Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during a lead revision (related manufacturer reference number: 1627487-2021-13407, 1627487-2021-13408) the procedure was abandoned due to the patient started aspirating.